Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has pixilated screen. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The field service engineer (f.s.e.) Reviewed the diagnostic mode and troubleshooting section of the service manual to determine the pcba controller needed to be replaced. F.s.e. Replaced part, performed performance verification for the vga pcb. Unit passed extended self test (est) and the performance verification test successfully. Returned ventilator to be placed back in service.